Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact speed reducer device had an unspecified malfunction. It was unknown if there were any delays to the planned surgical procedure or if a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The serial number was documented as unknown in the initial report. It has been updated as (B)(4). Mfg date: the date of manufacture was reported as unknown in the initial medwatch, the correct date of manufacture is jan 19, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device component drive shaft was bent and the bearing cover could only be removed using great effort. It was also observed that the device failed speed and temperature testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.